Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100610 ¿ m/l taper femoral stem ¿ 61158129, 00625006535 ¿ bone screw ¿ 61547335, 00877703202 ¿ biolox delta head ¿ unknown lot, 00620205022 ¿ trabecular metal shell - 61544172. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -03513.

Event description:
It was reported that a patient underwent a left hip revision approximately 9 years post implantation and a second revision approximately 1 month later. During the second revision, the acetabular cup was removed due to unknown reasons. Additional information was requested however, none was available.